Manufacturer narrative:
The event date is estimated.

Event description:
It was reported that the patient's lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. During the procedure it was also discovered the lead had high impedances.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.